Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported issue of error 319, at start up, and replaced the system's universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported issue. The unit was tested on an in-house system and failed normal mode as it triggered error 319. When the rolling loop fiber was swapped with a new one, the error 319 no longer occurred; but, returned when the original rolling loop fiber cable was re-installed. The system log review confirmed error 319. When the usm was tested on the patient side cart fixture test platform (pftp), using a new rolling loop fiber cable, it passed the direction tests, lissajous, chipencoder virtual absolute (cva) characterization, sine cycle, carriage friction tests, brake release test, brake hold test, back drive yaw/pitch tests, friction tests, carriage friction tests, and advanced brake test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed error 319. The customer (biomedical engineer) contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report the issue. The tse asked the customer do a hard power-cycle and emergency power off (epo) with no resolve. The customer elected to disable the system¿s universal surgical manipulator (usm) 4 and continue the procedure. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.